Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 08/10/2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred on an unspecified date "a few days" before the alert date of (B)(6) 2015. At this time the patient obtained a blood glucose result in the "300's and/or high 200's mg/dl" with the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that as a result of these alleged readings they consumed less food and/or drink over the last "two days". The patient stated that "a few days" later they experienced the symptoms of "shaky and hungry", but denied requiring any type of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.